Manufacturer narrative:
The cause of the reported positive culture cannot be determined as the investigation is ongoing. However, if additional information becomes available, this report will be updated and supplemented accordingly.

Event description:
The manufacturer was informed that during a post market study, the scope cultured positive for staphylococcus-haemolyticus after reprocessing. There were no associated patient infections reported.

Manufacturer narrative:
An endoscopy support specialist (ess) visited the facility and observed the reprocessing technique on the technicians reprocessing of the tjf 180 & tjf 160vf scopes. All steps were followed by the reprocessing technicians. No deviations from the process were observed. The cause of the reported positive culture cannot be determined as the investigation is ongoing.

Manufacturer narrative:
An engineer was dispatched to the user facility to review the sampling technique of the sampler and the facilitator who took the sample of the scope that tested positive. There were no deviations found during the audit. The sampling observation was only for the sampler due to the facilitator quit this job. The scope was re-cultured. The sample which was collected from the endoscope tested positive for microoccus luteus (1cfu). The organism was categorized as low concern. Persistent organisms were not detected during re-culturing. The scope was sterilized at an independent laboratory and returned to the service center for repairs. A visual inspection was performed on the scope¿s instrument and suction channels. Upon inspection, stains were found along the instrument channel wall, and scrape marks in multiple locations. The stain inside the instrument channel was located near the entry at the proximal control body side. Additionally, the suction channel was inspected and numerous foreign material (white in color) was located inside. The distal end had no signs of foreign material, and the video scope passed the leak test. A review of the service history indicated the scope was last serviced via repair on (B)(6) 2017. The cause of the reported positive culture cannot be determined as the investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information received. Please see the updates in sections: g4, g7, h2 and h10. According to the original equipment manufacturer (OEM) the root cause of this case is as follows: although no reprocessing procedure deviations were observed, insufficient reprocessing due to improper reprocessing procedure is a potential cause of contamination.